Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the hospital. The physician noted that the right ventricular lead was broken. The physician explanted and replaced the lead. The patient was in stable condition.

Event description:
New information received notes the right ventricular lead was fractured due to clavicular crush, which led to failure to capture, low pacing impedance, and a failure to sense r-waves. Fluoroscopy was performed to reveal the lead was separated beneath the left clavicle.